Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an error message indicating that high voltage was detected on the leads during charge. A manual capacitor reform was performed which was unsuccessful. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Visual inspection of the device noted no anomalies. Review of device memory confirmed that several high voltage system faults had been recorded all in the span of six days; the last day of the six was the day the device was explanted. The faults indicated that the device detected high voltage during charging. The device case was opened, and visual inspection noted internal arcing damage. Due to the damage caused by the arcing, it was not possible to identify the initial root cause. The internal arcing was likely what caused the device to declare the faults due to detection of "high voltage during charging".

Event description:
This report is being filed to provide results of the product investigation.